Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received a blood glucose result of 343 mg/dl on her blood glucose meter, which he felt was inaccurate. The consumer then performed another blood glucose test on another system getting a blood glucose result of 112 mg/dl. The difference in the readings was determined to be clinically significant. The meter and strips in question will be returned for evaluation.